Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error was triggered when the lithium backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump was received with scratched casing, minor scratches on lcd window and missing end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 111 mg/dl. The insulin pump will be returned for analysis.